Manufacturer narrative:
(B) (4). The ge service rep found that the video was getting to the video control board. He determined that the unit would need an sbc kit to complete the repair. The customer decided not to complete the repair at this time.

Event description:
The customer reported that the system would boot up, but would not display an image. Also the system would not x-ray.